Event description:
An extremely agitated pt was admitted through the ed in 4 point leather restraints. He was being transferred from the ed stretcher onto the inpatient bed when he arrested. They were in the process of reapplying the restraints when he coded. The user facility did not initially recognize this as reportable via medwatch. The pa dept of health and cms have both been notified. The doh conducted an investigation. The coroner did an autopsy and the cause of death was arteriosclerotic cardio- vascular disease.